Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
In response to FDA report number mw5067421. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record (DHR) reports: based on the risk analysis performed, the ae term code lymphoma-alcl was selected for analysis as it represents the highest risk, falling on the monitor risk region with an applicable investigation level of 3. Review of DHR for work order 1157904 did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. The qms listing report indicates that there were any ncmrs or ers for units manufactured on work order 1157904. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order 1157904 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: ...reoperation, implant removal, hematoma/seroma. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma."

Event description:
Healthcare professional reported right side seroma and lymphoma alcl. A capsulectomy was performed and the device was explanted. Patient is currently "being worked up by our oncologists were as well as our geneticists."

Event description:
Healthcare professional reported ¿the patient's history begins approximately 1 month prior to presentation in (B)(6) 2016, when [patient] noticed right breast enlargement and fullness. [Patient] states that in retrospect, [patient] might have had similar symptoms over the summer time, but always attributed these symptoms to other things, such as increased activity. However, in (B)(6) 2016, [patient] noticed right breast became full and enlarged, almost overnight. The patient subsequently underwent an ultrasound of the right breast which revealed a seroma, approximately 2.5 x 3. 7 x 6.6 cm at the 6 o'clock position of the right breast. An ultrasound-guided aspiration was performed with removal of 255 ml of serous fluid.¿ patient received surgical management with a total capsulectomy and removal of implant. Pathological markers confirming alcl lymphoma have been received.